Event description:
The manual resuscitator was being used on a pt when it was noted that the pressure relief valve on the elbow was releasing at 10cm water instead of 40cm water. Another resuscitator was used and there was no pt compromise.